Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report no audio output and a hypoglycemic event, that occurred on (B)(6) 2015. At the time of the reported event, the patient's wife was asleep and was awakened by husband's moan. The receiver was displaying low blood glucose (bg) values, but bg meter did not show readings. Patient's wife called for paramedics. Prior to the arrival of the paramedics, patients wife administered a glucagon injection. Patient's wife administered a second glucagon injection before paramedics arrived. When paramedics arrived to the patient's house, patient's finger stick (fs) blood glucose reading was 70 mg/dl. Paramedics transported patient to the hospital, where he stayed overnight for observation purposes. Patient's wife reported no additional medical treatment was required. At the time of contact with dexcom, patient was doing great. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The reported event and malfunction could not be confirmed; therefore a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device being used at the time of the event was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.